Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Based on the available information, this event is deemed to be a death. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient has passed away due to an unknown reason on (B)(6) 2026.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:e3: occupation.h6: investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary: complaint investigation results:a complaint investigation was performed based on the event description and the assigned malfunction code no malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In the absence of product identification (e.g., lot number or specific product family), a product specific manufacturing investigation could not be conducted. Therefore, a high level review of established manufacturing controls was performed across the infusion sets supplied in support of the system used by the patient (tandem pump), to document the routine controls in place to ensure product quality and detect potential defects.these controls include, but are not limited to:100% functional testing during assembly and/or final assembly, including flow and leak tests. 100% visual inspection during assembly and packaging to verify needle condition (orientation, damage, length, concentricity, and angle where applicable). Verification of correct positioning and integrity of tubing (not stretched, not bruised, correctly located). Verification of connector integrity and proper assembly (p cap, luer, sc1, t cap, or applicable configuration). Verification of adhesive/glue level, proper application, and complete curing with no bubbles. Verification of correct tube to connector alignment. Verification of presence, position, and integrity of protective caps and needle guards. Verification of membrane placement and integrity. Verification of catheter/cannula integrity (not lifted, not damaged). Verification of heat shrink tubing position and integrity. Verification of lids, pur film, and adhesive tape integrity where applicable. Verification that the product is free of contamination and foreign material. Verification of tyvek seal integrity. Verification of correct packaging configuration and assembly. Sampling verification under acceptable quality limit (aql) 0.65 including visual and functional testing. Burst test under sampling (aql 0.65). Peel test under sampling (aql 0.65). Flow and leak tests under sampling (aql 0.65). Water leak test under sampling (aql 0.65). Static tension testing under sampling (aql 0.65), including:tube to connector strength.tube to luer strength.needle retention.adhesive seal integrity.verification of connector engagement under tension. Verification of spring "click" functionality where applicable. Quality inspection before sterilization under aql 0.65 verifying: correct labeling.instructions for use (IFU) presence.tyvek integrity.correct packaging configuration.absence of contamination.corrective and preventive action (CAPA)s determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).complaint investigation - conclusion:based on the limited information available, the investigation was completed, and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.